Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device's balloon ruptured; no part detached inside the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.